Event description:
Three navi-star catheters with (b, c & d curve) were used to create multiple lesions. During the procedure, a "pop" was heard and an impedance rise was observed, thus prompting the physician to discontinue the procedure. The source of the audible pop is unk. The pt suffered a cardiac tamponade. As a result, pericardial centesis was performed. Approx 200 cc of blood was extracted. Pt had recovered without further incident.